Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle point integrity. According to the user's verbatim report, the needle was attached upside down and did not stick properly, saying that the user used it for many years now, and it was obviously not the same as before.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle point integrity. According to the user's verbatim report, the needle was attached upside down and did not stick properly, saying that the user used it for many years now, and it was obviously not the same as before.